Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective. Due to this, the customer could not administer a bolus and had a blood glucose level over 400 mg/dl. The customer had no pen. The father arrived at the customer's location and found an old spirit combo pump, which was connected now, and the father will supervise him. The customer's father needed to assist the customer as he was too weak and not able to operate the pump. The patient's condition at the time of the report had not improved. The customer still had a blood glucose level higher than 400 mg/dl and was feeling very weak.